Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The fse reported that, the batteries were not settled in the device properly and it seemed the connector was coming off by vibration during use. The fse fixed the battery connector. The fse then completed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. Full event site name: (B)(6) hospital.

Event description:
It was reported that during transfer of an acute myocardial infarction (ami) patient from the ICU room, the cs300 intra-aortic balloon pump suddenly turned off. The customer immediately turned on the iabp unit and restarted iabp therapy. The unit was then connected to the ac power and therapy continued. No patient harm or adverse event was reported.